Event description:
Initial ((B)(6) 2025): this serious case reported via email refers to a 20-year-old female consumer. The consumer reported she had been using dentek professional fit dental guard for teeth grinding/clenching and experiencing a cracked molar. She reported only wearing the guard for an hour when the tooth cracked. She denied any previous issues with her teeth other than cavities. The company requested medical records from the consumer; however, she declined to provide documentation beyond a photo of the tooth. This case outcome is not recovered/ not resolved. Meddra version 28.0. Expectedness: fractured tooth: unexpected. According to the company reference safety information.